Event description:
As reported by patient registry, approximately 1 year and 8 months post-implantation of a 20mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is due to stenosis. Per medical record review, the one-year and 6-month transthoracic echocardiography (tte) showed a valve area of 0.6cm2. The patient's history and physical indicated that there was severe prosthetic valve stenosis of the tavr valve. Hospitalized with streptococcal bacteremia source/origin oropharyngeal due to poor dentition. Multiple ttes suggest no vegetation, but there is severe prosthetic valve stenosis of the tavr valve. The plan is to have an aortic valve replacement (avr) after teeth extraction.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 20mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of post-implantation- stenosis was confirmed based on the medical record provided. Available information suggests patient factors (atherosclerosis) likely contributed to the event as the patient has dyslipidemia, diabetes mellitus, and chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.